Event description:
New information notes the lead was explanted during a procedure unrelated to this event. The patient was stable.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. A partial lead was returned in two pieces. The middle portion (a) measured 7.4 cm while the distal portion (b) measured 40.0 cm. Visual examination found internal insulation abrasion in two locations of portion (b), [9.3-13.2 cm & 18.2-21.0 cm from the distal tip] breaching all the cable lumens, with abraded ethylene tetrafluoroethylene (etfe) cable coating of a right ventricular cable at the [9.3 ¿ 13.2 cm] location. The cause of the reported event was due to internal insulation abrasion. The ring electrode cable lumen was also abraded under the suture sleeve [at 30.2-30.3 & 30.7-30.8 cm from the distal tip] with etfe cable coating intact.

Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that during an unrelated device change out, externalize conductors were observed via review of fluoroscopy on the rv lead. No electrical anomalies were noted. The rv lead was capped and replaced on (B)(6) 2016. The procedure was successfully completed without adverse event to the patient.